Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The test guardian and minimed mobile app on a samsung phone and apple iphone and test bg meter communicated to the pump. No device not found alert during testing. The pump was unable to pair with the bg meter because sw version 6.60 and newer are no longer compatible with the bg meter, so this is an expected outcome. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. On the event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for sensors, meter, and mobile are not connecting to to pump and loss of communication between the insulin pump and transmitter was not confirmed. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensors, meter, and mobile are not connecting to pump. The customer experienced hypoglycemia with blood glucose value of 38 mg/dl. The customer reported hypoglycemia was treated with food. The event involved product(s) mmt-332a, mmt-7040b, mmt-6102, mmt-7841zn, mmt-866a, mmt-7040b, mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack on the battery tube side. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-7040b, mmt-6102, mmt-7841zn, mmt-866a, mmt-7040b. Mmt-1884 was requested, and the customer response was the device will be returned. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040b-snsr, pqf-mmt-7841zn-xmtr.